Manufacturer narrative:
Investigation conclusion: the customer reported that a power supply was not functional. The investigation determined that the power supply was associated with a field action. Although the site provided verification that the power supplies were not in their possession, it was found that the affected power supply was involved with this complaint. Investigation of cholestech ldx power supplies with manufacturer date codes "1837 d" or "1843 d" replicated the complaint for out-of-box power supply issues. The source of the complaint was identified to be a manufacturing issue from the supplier. Mitigations have been put in place to ensure this will not recur and replacements have been provided. Alere (B)(4) will continue to monitor this issue through incoming complaints.

Event description:
The customer reported that the cholestech ldx power supply was not powering the device. When a different power supply cord was used it functioned. The cable was not frayed or damaged and there were no signs of sparking, charring, fire, burning, flame, smoke or heat. There was no injuries nor adverse event. On april 30, 2020, the investigation determined that the power supply was related to a field action.